Event description:
Philips received a complaint on the v60 ventilator indicating that there was a no oxygen detected alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) the no oxygen detected alarm occurred when connected to oxygen (o2). The customer tried to use e-cylinders on cart and the wall source o2, but the problem occurred with both o2 sources. The rse advised the customer on bypassing the external o2 manifold and checking the o2 inlet pounds per square inch (psi) reading in the pneumatics screen. The customer stated that they did not have the unit available and would retrieve it and call back later for further troubleshooting. Following the rse advising the customer to bypass the external o2 manifold, the customer spoke with the rse again and informed the rse that they acknowledged the troubleshooting and that the issue was resolved. Multiple good faith efforts (gfe) were attempted to obtain confirmation of resolution and a return to service, but no response or further information was received from the customer. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.